Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.8 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, after approximately 4-24 hours of pod wear on the abdomen, the patient¿s blood glucose levels were reported at approximately 40 mg/dl on the continuous glucose monitor in use at the time (dexcom g7), with urgent alerts presented on both the dexcom and omnipod systems due to low blood glucose. The patient stated that blood glucose remained low for approximately three hours despite food intake. The patient reported feeling unwell and developed symptoms of headache, dizziness, tiredness, goosebumps, thirst, and increased urination, which prompted her to seek medical attention. At the time of reporting, the patient stated that she was using the omnipod system in manual mode; however, she did not clarify whether she had recently switched to manual mode. The patient was admitted to the hospital, where blood glucose levels were found to be above 400 mg/dl, and she was diagnosed with hyperglycemia. Treatment during hospitalization included administration of two bags of insulin. The patient was discharged on (B)(6) 2026, after approximately seven hours.